Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that he had changed the infusion set and insulin three times within 24 hours. The customer's blood glucose was 408 mg/dl. The customer expressed a headache and stomachache as symptoms of his high blood glucose. The customer was treated with a manual injection. Troubleshooting was done. The customer's insulin pump passed the high pressure test. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer had already removed the battery, reinserted the same battery and received a failed battery test alarm. After troubleshooting, the insulin pump did not alarm failed battery test again. Advised to monitor the insulin pump and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.